Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified concentration of vancomycin, at a rate of 250 ml/hr, with a 270 ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. The container size was reported to be 250 ml. After an unspecified length of time, the nurse reported, "air went through the pump without alarming the rn caught it before air reached the pt." The device was removed from clinical service. Though requested no add'l info was provided including if the therapy was resumed using during a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. (B)(4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.